Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 12 june 2020: lot 155591: (B)(4) items manufactured and released on 29-dec-2015. Expiration date: 2020-12-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with no other similar reported event. Additional devices involved: batch reviews performed by medacta regulatory affairs department on 12 june 2020: gmk-sphere 02.12.0002r femoral component sphere cemented size 2 r (k121416) lot 152874: (B)(4) items manufactured and released on 03-aug-2015. Expiration date: 2020-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with no other similar reported event. Gmk-sphere 02.12.0310fr tibial insert fixed sphere flex size 3/10 mm r (k121416) lot 156105: (B)(4) items manufactured and released on 20-jan-2016. Expiration date: 2021-01-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with no other similar reported event.

Event description:
Revision surgery performed 4 years and 3 months after the primary surgery due to instability, especially in flexation the surgeon revised the insert (from 10 mm to 17mm), the femoral component and tibial component and implanted a semi-constraint implant, femor size 2 with a 16/65 cementless stem and a 3mm offset, tibia size 2 with a 13/65 uncemented stem and an inlay of 17mm.